Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the docking pins on the imaging system gantry pushed down on the x-stage cover of the system, resulting in dents on the cover that prevent the gantry from completing docking protocols. The representative reported that this occurs when the user lowers the gantry at the quickest pace of the gantry possible. To resolve the reported issue, the representative removed the cover, repaired the dents and replaced the cover. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the gantry of the imaging system would not dock when prompted by the user. There was no patient present when this issue was identified. No additional information was provided.